Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 121 compared to the labs 230 mg/dl. Tests were done within 10 minutes with a difference of 47%. Paitent did not experience any adverse events. No further information has been reported.